Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged/bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 26.9 mmol/l (484.2 mg/dl). The pod was worn between 37 and 48 hours on the arm. It was noted that the cannula was damaged and bent. Hyperglycemia treated with pen correction.